Event description:
Pt reported receiving an e4 (occlusion) error on her pump. Pt reported that she does not change her adapter every time when she changes her cartridge. She was advised to change her adapter every time she uses a new cartridge. Pt was advised to switch to a new site that she has not used in a month and perform a bolus. No error message occurred. Pt also reported having elevated blood glucose (500-600 mg/dl) for about the last five months. Pt's normally in the (300s mg/dl). Pt has had a recent change in medication and her basal rates have been changed.